Event description:
It was reported the xenon light source was a b30 scope communication error. It is unknown when issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. Correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Device was not returned for evaluation and the complaint could not be confirmed. Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source was a b30 scope communication error. The issue was observed during preparation for use on a diagnostic colonoscopy procedure. The procedure was completed with a similar device with a short delay to switch the device. There were no reports of patient harm.